Event description:
It was reported that the customer received continuous failed battery test alarms while troubleshooting for a blank display. After inserting a new battery, the display returned, but a failed battery test alarm was received. The customer was advised to revert to a back-up plan. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump currents were within specifications. No unexpected failed battery alarm occurred during testing. No blank display noted. Liquid crystal display board tested okay. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.